Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure the patient experienced a cardiac arrest. After delivery of the first pulse, the patient exhibited pulseless electrical activity on the monitor, with no measurable blood pressure on the arterial line. Epinephrine and glycopyrrolate were administered, and cardiopulmonary resuscitation were initiated. Following one round of resuscitation and intracardiac pacing, the patient's native heart rhythm returned, and the procedure was continued without further complications. Both the ablation and left atrial appendage closure were successfully completed. After the procedure, the patient was awakened from anesthesia and demonstrated full recovery. He was alert and responsive to instructions. The patient was admitted for overnight observation and was discharged the following morning fully recovered. According to the physician, this event is not considered a complication of the pulsed field ablation system, but rather a known risk associated with cardiac ablation procedures. No device issues were reported, and the device is not expected to be returned for laboratory analysis, it was disposed.

Event description:
It was reported that during a procedure the patient experienced a cardiac arrest. After delivery of the first pulse, the patient exhibited pulseless electrical activity on the monitor, with no measurable blood pressure on the arterial line. Epinephrine and glycopyrrolate were administered, and cardiopulmonary resuscitation were initiated. Following one round of resuscitation and intracardiac pacing, the patient's native heart rhythm returned, and the procedure was continued without further complications. Both the ablation and left atrial appendage closure were successfully completed. After the procedure, the patient was awakened from anesthesia and demonstrated full recovery. He was alert and responsive to instructions. The patient was admitted for overnight observation and was discharged the following morning fully recovered. According to the physician, this event is not considered a complication of the pulsed field ablation system, but rather a known risk associated with cardiac ablation procedures. No device issues were reported, and the device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.